Event description:
Caller reported aviva system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 94 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 232 mg/dl and 90 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.